Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. If additional info becomes available, it will be submitted in a supplemental report.

Event description:
Attorney reported in her letter that the pt have had a hip surgery in 1995 and since this time he had pain. Further it is reported that the pt contacted the university hospital of mainz and it was observed that the hip is peripheral. A revision surgery has to be performed.